Manufacturer narrative:
(B)(4). The device is returned. Evaluation yet to take place, hence no conclusion can be drawn.

Event description:
It was reported that, the patient underwent a posterior correction and fusion using a spinal system at unknown thoracic levels. On another day ,crosslink (multi-span) placed at the upper level (specific level not reported) was found broken and hooks placed at the same level bilaterally were also found dislocated, for which a revision surgery was scheduled for (B)(6) 2015. The physician reported that, in the initial surgery, the crosslink was placed because the possibility of hook dislocation was relatively high. Excessive stress on the crosslink plate was considered as the cause of the breakage. The patient underwent revision surgery on (B)(6) 2015. The two rods were cut at the place of hook dislocation and a new crosslink was placed under 1 cm below of cut place. No additional correction was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.